Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Continuation of d10: product ID: 97745, (serial: unknown); product type: 0201-programmer patient; implant date n/a; explant date n/a; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient reported they fell off a chair that had a piece of metal poking out a few months ago (confirmed 2025) and they think they may have hit the battery and broken it because they are seeing no device found and it will not work. Patient noted they charged the implant about a month before the fall and it worked and was on and running but then they hadn't used it in a while. Patient went to get a brain MRI today but was unable as implant was not charged to be placed into MRI mode. Agent had patient connect the recharger; patient reported no device found and pressed recharge. Screen then displayed prm with 60-60-60. Agent had patient reposition the paddle and patient reported the middle number increased to 86 and then 88. While still on the call, batteries screen displayed with the controller at 80% and the implant red recharging excellent. Controller then displayed 70% with ins still red. Agent reviewed no device found message as well as MRI mode and charge duration and advised the patient to continue charging the implant to full and then proceed to charge the controller as needed. Agent advised patient to monitor implant site and redirected to hcp if needed. The patient mentioned they have cancer.